Event description:
It was reported that the patient¿s recharger belt broke. The belt was not returned. C500. No out-of-box failure or medical or therapy problem was reported. It was also reported that the battery was dead. It was confirmed to not be overdischarged, but only discharged. A coupling problem was reported due to the belt issue. The patient would hold the antenna in place which resulted in coupling boxes from 8 to 4 to none. The patient was going to meet with the manufacturer representative (rep) on the friday following this report to get assistance with the belt. Follow-up determined that the patient had not received the belt yet and was going to call the rep when it arrived and he was charged so they could schedule reprogramming. Further follow-up was performed to determine if the patient was able to charge successfully, if reprogramming was performed, and if the patient was receiving effective therapy. Additional information received reported the patient received a replacement belt but then lost their entire charging system. A new one was shipped to the patient however when they picked up the new equipment it was discovered the patient¿s device was in an over-discharge state. Five trickle charges were attempted to initiate a charge but were unsuccessful. The patient then went out of town and was going to meet again with their manufacturer representative when they got back in town. Additional information received reported that they were unable to get the battery to take a charge again. The doctor did not want to surgically revise or replace the system at this time. The plan with the patient was to medically manage his pain. No follow-up was required as all known information had been provided.

Manufacturer narrative:
Concomitant medical products: product ID pnma01411a004, product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID neu_recharger_acc, product type: recharger. (B)(4).